Event description:
It was reported that following a series of radiation therapy, the device was interrogated and displayed an invalid data message. It was noted, however, that all information appeared to be present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.